Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, scratched casing, pillowing keypad overlay, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the plastic transparent guard and the o-rings were broken off of reservoir compartment. The insulin pump was returned for analysis.